Event description:
Information was later received that this patient experienced cardiogenci syncope. The lead safety switch was tripped on the right ventricular lead due to unknown impedance measurements. As a result, the device was programmed to aair.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the right ventricular (rv) lead implanted with this pacemaker was surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific crm received information that this device had 615 episodes of ventricular tachycardia. The available electrograms appeared to be noise that was oversensed. No adverse patient effects were noted.

Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.